Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening and an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, d9, g2, h3, h6.

Event description:
Healthcare professional reported left side intracapsular rupture confirmed via physical examination, bilateral 3d mammography, and breast ultrasound. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported intracapsular rupture confirmed via physical examination, bilateral 3d mammography, and breast ultrasound. This record is for a left side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: intracapsular rupture. Clarification to d6a implant date: 2012 (year only received.) Continued e1 phone number: (B)(6). Continued e1 address: (B)(6).